Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: pre-op diagnosis: displacement of cervical intervertebral disc, c5-6. Cervical radiculopathy. Neck pain. Procedure: arthrodesis, anterior interbody technique, c5-6. Anterior cervical instrumentation, 2 vertebral segments, 23 mm plate. Discectomy, anterior with decompression with spinal cord and nerve root, cervical, c5-6. Anterior peek interbody 14mmx11mmx7mm, stack spacer, with rhbmp-2. Microscopic magnification and illumination for microsurgical dissection of the posterior longitudinal ligament from underlying dura. Per-op notes: foraminotomies were performed bilaterally. Thecal sac and exiting c6 nerve roots were well decompressed bilaterally. Rhbmp-2 bone graft was opened, an xx-small kit, recombinant human bmp, was opened. The bmp was reconstituted. Absorbable collagen sponge was soaked with 0.7 ml of bmp. Half of that sponge, which is 0.35 ml of bmp was used in implant. A 14mmx11mmx7mm spinal system, cage, was used. The 0.35 ml of absorbable collagen, soaked with bmp, rhbmp-2 was packed inside, tapped into position and co untersunk 1mm at c5-6. A 23mm plate was chosen. 3 drill holes were fashioned into c5 and c6 and fixed angle 13mm screws were inserted and tightened. Patient alleges unspecified injury due to the use of rhbmp-2.